Event description:
Event: (cc#98-00757) on 6/15/98, datascope received the voluntary medwatch form from the FDA; MDR access number 1013900 and the following information was reported: the patient was on iabp for two hours for mi/vsd. Alarms sounded from the pump several times for iabp connection. The tubing was checked and all connections checked and no problems were noted. On the third alarm, the connections were rechecked and blood was noted flowing back in the tubing and iabp was discontinued. The patient's blood pressure was low and several medicines and IV fluids were administered without any response. A dnr was obtained and the patient went on to expire one hour after the iab was removed. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. On 10/5/98, datascope was notified that the iab was inserted into the patient on 5/10/98 at 10:45 p.m. On 5/11/98 after iabp for about 13 hours, the iab leaked and the iab was removed. Also, the patient had bleeding that was not severe. The patient went on to expire on 5/11/98 at 12:45 p.m. The contact reported that the patient's death was not a direct consequence of the iab or iab therapy. [Event complications]: none from the event - reported 6/15/98, 10/5/98. [Patient's current status]: expired - rpt'd 6/15/98.